Event description:
It was reported that the device was used for the camera port during a lobectomy procedure. The device was pulled out after the procedure and was found that the tip of the sleeve was broken. There were cracked pieces of the device found inside the patient's chest cavity. It is unclear if all pieces were able to be retrieved.

Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.